Event description:
It was reported that during a ureteroscopy procedure, the fiber broke. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that during a ureteroscopy procedure, the fiber broke. The procedure was completed using another fiber without patient complications.